Manufacturer narrative:
Corrected data: d4 part number and lot number of the affected rod are unknown, however, the following rods were implanted in the patient: ra002-5555slr; lot a130913-04 ra002-5555sl; lot a130604-09

Event description:
No additional event information is available.

Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a rod fractured post-operatively. It was reported that a revision procedure is planned for a later date. No patient adverse event was reported.